Manufacturer narrative:
A2) patient age - mean age was 66 ± 15. A3a-a6) specific patient/case detail was not provided. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - specific patient/case detail was not provided. D4/h4) the lot number was not provided; thus, the following information is unknown: model/catalog number, unique ID, expiration date, and manufacture date. E) although the journal article originated from the united kingdom, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, hematoma is listed as a potential adverse event with use of the tightrail devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 19may2021) ¿transvenous lead extraction on uninterrupted anticoagulation: a safe approach?¿. The study retrospectively aimed to investigate the safety of transvenous lead extraction (tle) on uninterrupted warfarin with therapeutic international normalized ratio (inr). A total of 44 consecutive patients undergoing tle were enrolled in the study between january 2017 and june 2018. All lesions were sequentially treated with spectranetics tightrail rotating dilator sheaths. Procedural complications included 2 post-procedure device site hematomas. There was no significant blood pressure drop in either and they were managed conservatively. (MDR # 3007284006-2026-00290). Additionally, there was a 64-year-old female who underwent rv defibrillator lead extraction for lead failure. Immediately post-procedure, it was difficult to maintain systolic blood pressure over 60 mm hg. Echocardiogram showed no pericardial effusion and there was no drop in blood pressure. Also, a chest x-ray showed no evidence of pneumothorax. The patient was extubated successfully. However, she required a brief period of inotropic support on the coronary care unit to stabilize her hemodynamics. She was discharged home 48 hours post-procedure. (MDR # 3007284006-2026-00291). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 19may2021 has been used, the date of publication. Vinit, sawhney, vanessa, cobb, alexander, breitenstein, luisa, baca, sarah, whittaker-axon, jan, steffel, vivienne, ezzat, pier, lambiase, martin, lowe, ross, hunter, mark, earley, richard, schilling, simon, sporton, anthony, chow, mehul, dhinoja. 2021. Transvenous lead extraction on uninterrupted anticoagulation: a safe approach. Indian pacing and electrophysiology journal, 21(4): 201-206. Doi: 10.1016/j.ipej.2021.05.006. This report captures the serious injuries that occurred after use of the tightrail device. There was no alleged malfunction of any spectranetics devices in use during the procedure.